Manufacturer narrative:
H10: the device received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body for one sample. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was verified.the cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and female connector of a minicap extended life pd transfer set. This occurred while disconnecting from an ultrabag. The patient was clamped off and disconnected from the ultrabag. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.